Manufacturer narrative:
Concomitant medical products: bard ref# 0671934 powerloc non coring needle; td unk. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "bard ref# 0671934 powerloc non coring needle used to access port. Two positive pressure caps ref#mz1000-07 used. Green curos caps used on ea. Port. Noted positive pressure cap with the curos cap on it leaked flush solution between positive pressure cap & curos cap. Several positive pressure caps were tried & several curos caps were tried. Leaking noted between positive pressure caps & curos caps each time. If curos cap removed, there was no leaking form positive pressure cap." An incomplete date of event of (B)(6) 2019 was provided.

Manufacturer narrative:
Additional info: b.3;d.11 ***************************** the device history record for model mz1000-07 lot 19076552 shows the component was manufactured on 24jul2019 with a total of 76,803 units. There were no quality notifications issued during the production build of this component.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "bard ref# (B)(4) powerloc non coring needle used to access port. Two positive pressure caps ref#(B)(4) used. Green curos caps used on ea. Port. Noted positive pressure cap with the curos cap on it leaked flush solution between positive pressure cap & curos cap. Several positive pressure caps were tried & several curos caps were tried. Leaking noted between positive pressure caps & curos caps each time. If curos cap removed, there was no leaking form positive pressure cap." An incomplete date of event of xx-jan-2020 was provided.